Event description:
The accounts engineer stated that the head section is drifting down slowly.

Manufacturer narrative:
The accounts engineer isolate the issue to the head down valve, and replaced the valve to repair the bed.